Manufacturer narrative:
The device associated with this report were not returned. Review of the device history records for all three provided product/lot combination did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address malpositioned cup and stem, which led to instability and poly wear of the liner. The stem was not exchanged.